Event description:
Two aborted vf episodes were observed. Noise was reproducible when the patient pushed his hands together. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.